Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The reported event of overheating was duplicated. Through visual inspection, the components were confirmed to be corroded including the motor assembly, which may have contributed to the reported event.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.